Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, during the suture process, the barb suture was not firmly connected to the needle tail, and the needle tail and the suture were detached. Stopped using it and replaced with new sutures. There was no patient injury.